Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the caller used a different charging cable, although it was noted that tandem does not recommend using non-tandem charging supplies except for troubleshooting. The pump began charging, and a replacement tandem charging cable was sent via two-day shipping. No further assistance was required.